Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "under delivering by 5 or more grams", which was reproduced. The pump was under infusing at all test rates between -17.71% to -22.12%. The device investigation found evidence of wear on the upstream valve pressure plate indicating the pressure plate was getting intermittently stuck under the pressure plate holder. If a pressure plate is getting intermittently stuck under the pressure plate holder, variable flow rates will occur, in this case the pump was under infusing. All the pressure plates and pressure plate holders were replaced.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during a preventative maintenance (flow rate accuracy) test. The pump was underinfusing by 5 or more grams when the parameters were set at "400 ml to deliver 20 and only delivering 15". Baxter advised to set up the preventative maintenance test as specified in the user manual because the original test was set up incorrectly. The pump failed the preventative maintenance test again. It was also reported there was no patient involvement.